Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive) was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen became unresponsive after the user cracked the corner of the device, and the user transitioned to backup therapy while awaiting a replacement. Symptoms included no reported adverse clinical effects, with blood glucose reported at 170 mg/dl. Outcomes included interruption of normal pump use and reliance on backup diabetes therapy, with continued cgm monitoring. Investigation included troubleshooting and instructions to shut down the device, data sync to the mobile app, and arrangements for device return with a shipping label. Investigation of this device revealed physical damage to the display consistent with user-induced screen breakage leading to loss of touch/display functionality. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.